Manufacturer narrative:
(B)(4), secondary surgery, (B)(4). Eval: method - (other): lens work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found unable to detect any damage to the lens due to dried surgical residue on the lens surface. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4) - blurring. (B)(4) - lens, vaulting, low. Evaluation method: medical review. Results: per medical review - review of this file indicates that the patient developed an anterior subcapsular cataract 22 months post icl implantation. The icl was removed and the cataract is being observed for any progression. Bcva is currently 20/30 after removal. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Conclusions: no conclusion can be drawn: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the pt's right eye (od) on (B)(6) 2009. The icl was explanted due to the development of an anterior subcapsular cataract. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch report will be submitted.

Event description:
Additional information received: the facility reported the icl had a low vault and the cataract was first observed on (B)(6) 2010. The icl was explanted on (B)(6) 2011 and the cataract is being observed for any progression. The patient experienced blurry vision. The patient's post-op bcva was 20/30.